Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges cartridge compartment of the pump was wet after cartridge change. In the last half year it happened 3-4 times. Caller alleges defective cartridge. No adverse event reported. Cartridge and accessories have been discarded; no product will be returned.